Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil was found to have migrated from her left fallopian tube / migration of essure device location of device: left essure coils migrated towards ovar)") in a 38-year-old female patient who had essure (batch nos. 12484512 and 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included condom since 1990. Concomitant products included ascorbic acid (vitamin c) (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted and removed on (B)(6) 2014. A new essure was inserted on an unknown date. On the same day, the patient experienced fallopian tube spasm ("tubal spasm during implantation in both fallopian tubes"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dysgeusia ("a metallic taste in her mouth / metal taste.") And abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced back pain ("lower back pain / back pain"), inflammation ("inflammation"), amnesia ("memory loss"), arthralgia ("elbow pain"), musculoskeletal pain ("shoulder pain"), abdominal pain upper ("upper left abdomen pain") and pruritus ("itching"). The patient was treated with surgery (salpingectomy and hysterectomy to remove essure devices). Essure was removed. At the time of the report, the device dislocation, dysmenorrhoea, dysgeusia, abdominal distension, inflammation, amnesia, allergy to metals, fatigue, weight increased, arthralgia, musculoskeletal pain, abdominal pain upper, fallopian tube spasm and pruritus outcome was unknown and the back pain had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, amnesia, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, fallopian tube spasm, fatigue, inflammation, musculoskeletal pain, pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.38 kgs. Ultrasound scan vagina - in (B)(6) 2011: tubes were occluded current weight: 195 lbs approximate weight at the time of essure placement: 157 lbs quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Onset date of allergy to metals were updated. Event itching was added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil was found to have migrated from her left fallopian tube / migration of essure device location of device: left essure coils migrated towards ovar)") in a 38-year-old female patient who had essure (batch nos. 12484512 and 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included condom since 1990. Concomitant products included ascorbic acid (vitamin c) (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted and removed on (B)(6) 2014. A new essure was inserted on an unknown date. On the same day, the patient experienced fallopian tube spasm ("tubal spasm during implantation in both fallopian tubes"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dysgeusia ("a metallic taste in her mouth / metal taste.") And abdominal distension ("bloating"). In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced back pain ("lower back pain / back pain"), inflammation ("inflammation"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), arthralgia ("elbow pain"), musculoskeletal pain ("shoulder pain") and abdominal pain upper ("upper left abdomen pain"). The patient was treated with surgery (salpingectomy and hysterectomy to remove essure devices). Essure was removed. At the time of the report, the device dislocation, dysmenorrhoea, dysgeusia, abdominal distension, inflammation, amnesia, allergy to metals, fatigue, weight increased, arthralgia, musculoskeletal pain, abdominal pain upper and fallopian tube spasm outcome was unknown and the back pain had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, amnesia, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, fallopian tube spasm, fatigue, inflammation, musculoskeletal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.38 kgs. Ultrasound scan vagina - in (B)(6) 2011: tubes were occluded. Current weight: 195 lbs. Approximate weight at the time of essure placement: 157 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil was found to have migrated from her left fallopian tube / migration of essure device location of device: left essure coils migrated towards ovar)") in a 38-year-old female patient who had essure (batch no. 827923,12484512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included condom since 1990. Concomitant products included ascorbic acid (vitamin c) (B)(6) 2017 to december 2017. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("tubal spasm during implantation in both fallopian tubes"). In december 2011, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), dysgeusia ("a metallic taste in her mouth / metal taste.") And abdominal distension ("bloating"). In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced back pain ("lower back pain / back pain"), inflammation ("inflammation"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), arthralgia ("elbow pain"), musculoskeletal pain ("shoulder pain") and abdominal pain upper ("upper left abdomen pain"). The patient was treated with surgery (salpingectomy and hysterectomy to remove essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, dysgeusia, abdominal distension, inflammation, amnesia, allergy to metals, fatigue, weight increased, arthralgia, musculoskeletal pain, abdominal pain upper and fallopian tube spasm outcome was unknown and the back pain had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, amnesia, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, fallopian tube spasm, fatigue, inflammation, musculoskeletal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.38 kgs. Current weight: 195 lbs. Approximate weight at the time of essure placement: 157 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events- "nickel allergy, fatigue, weight gain / loss specify which one: weight gain, elbow pain, shoulder pain", lot number, historical condition, reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil was found to have migrated from her left fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/severe pelvic cramping"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysgeusia ("a metallic taste in her mouth"), abdominal distension ("bloating"), inflammation ("inflammation") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy and hysterectomy to remove essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dysgeusia, abdominal distension, inflammation and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, device dislocation, dysgeusia, dysmenorrhoea, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including left essure coil was found to have migrated from her left fallopian tube. In (B)(6) 2014 plaintiff underwent surgery (salpingectomy and hysterectomy) for essure removal. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the exact mechanism of the event is not known. This case was classified as incident since device removal was required. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil was found to have migrated from her left fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/severe pelvic cramping"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysgeusia ("a metallic taste in her mouth"), abdominal distension ("bloating"), inflammation ("inflammation") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy and hysterectomy to remove essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dysgeusia, abdominal distension, inflammation and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, device dislocation, dysgeusia, dysmenorrhoea, inflammation and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including left essure coil was found to have migrated from her left fallopian tube. In (B)(6) 2014 plaintiff underwent surgery (salpingectomy and hysterectomy) for essure removal. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the exact mechanism of the event is not known. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.